Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker may be depleting prematurely. The device was explanted and replaced without incident. Besides surgical intervention, no adverse patient effects were reported. The device was discarded following explant and is not expected to be returned for analysis.